Event description:
During an inspection of inventory by a company representative, a pump canister lid cracked when assembled onto the canister.

Manufacturer narrative:
The canister lid was evaluated by an external professional consulting company for polymer composition due to this reoccurring issue with brittle canister lids. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.